Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was alarming when the cartridge was full and the battery was fully charged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the black box was reviewed and showed one replace cartridge alarm and multiple low cartridge warnings. On each occurrence, insulin levels were at the appropriate alarm levels. The pump powered on with returned the battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. During testing, the pump was exercised with returned battery cap for 24 hours with no rebooting, loss of power or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The pump was primed to 21 units then allowed pump to deliver basal rate. When the pump reached 20 units, the pump alarmed with a low cartridge warning. The pump¿s alarms were found to alarm appropriately. The history settings issue was not duplicated during investigation. There was no defect found.